Event description:
It was reported that the user experienced symptomatic hypoglycemia while using the ilet system, with continuous glucose monitor trend arrows indicating a rapid fall and fingerstick blood glucose decreasing to a nadir of 39 mg/dl before recovering to 81 mg/dl after oral glucose treatment; the user expressed fear of passing out and was connected with training support. Symptoms included adrenergic signs consistent with low blood glucose. Outcomes included transient functional limitation requiring immediate self-treatment and live support by phone, without emergency services or hospitalization. Investigation included user interview, case review, and troubleshooting with education. Investigation of this case revealed no confirmed device malfunction and an undetermined root cause. It was concluded that the event was consistent with hypoglycemia of unclear cause, with appropriate resolution following oral carbohydrate and additional user training. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.